Event description:
Customer reported that the pump button completely fell off, making it difficult to perform pump functions. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.